Event description:
Syringe broke with flush attaching to needleless connector.

Manufacturer narrative:
It was reported that the "syringe broke with flush attaching to needleless connector; needleless connector depressed and stuck open, blood poured out of patient" due to this "more than anticipated blood loss for standard piv insertion. Required IV removal and replacement". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.